Manufacturer narrative:
The reported events of incorrect, inadequate, or imprecise result or reading, failure to interrogate, and inappropriate or unexpected reset was confirmed. The device was returned for analysis. The analyses concluded that the abnormal behaviors of this leadless pacemaker are due to the presence of abnormal conductive pathways on the cut edge of the hybrid, causing anomalous shorts between two or more hybrid traces. Visual inspection found no anomaly on the helix. The device was unable to establish telemetry upon receipt and intermittent pacing amplitude and pacing rates were noted. Analysis after the device was cut open revealed battery voltage was above elective replacement indicator (eri) level, which should have been capable to support telemetry. Further analysis performed on the hybrid indicated a metal migration anomaly causing a short. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Corrective actions have been taken to address the issue.

Event description:
It was reported that a right ventricular leadless pacemaker (lp) lost markers and generated a blank commanded electrogram (cegm) while running a test during the initial implant procedure. There were suspicions that the loss of communication was due to bumping the aveir link module or loss of electrode contact. Multiple attempts to run the cegm were unsuccessful, and the last attempt resulted in a communication error and return only mode (rom). Healthcare providers updated the device firmware and saved device images, but the process was slow due to a slow communication rate. Another attempt to generate a cegm lead to loss of markers, loss of telemetry, and entry into rom. Device was then replaced and procedure was completed like normal. Patient had no consequences and was stable.